Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, the fixed prime test was completed and the insulin exited. Explained the two high bg rule. Suggested the customer to call back to perform the high-pressure test when the clamp arrives. Later the family member called and stated that the pt did not eat the day before and went low. When the customer was taken to the hospital, the basal rates were changed.